Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets.

Event description:
It was reported the customer was hospitalized for 3 days due to blockage in the infusion set tubing. Reportedly the customer experience a blood glucose of "approximately 600". Customer was treated with IV fluids and insulin drip. Customer changed out infusion set and was able to resume insulin. Infusion set information was not provided.